Manufacturer narrative:
Device was used for treatment, not diagnosis. Park, k.s., chan, c.k., lee, g.w., ahn, h.w., and yoon, t.r. (2017) outcome of alternative approach to displaced acetabular fractures. Injury, int. J. Care injured 48(2017)388-393. (B)(6). This is for unknown plate/unknown part number/unknown lot/unknown quantity. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: park, k.s., chan, c.k., lee, g.w., ahn, h.w., and yoon, t.r. (2017) outcome of alternative approach to displaced acetabular fractures. Injury, int. J. Care injured 48(2017)388-393. South korea a retrospective study was carried out with 23 patients (17 males, 6 females) with an average age of 50.1 years (range, 36-68 years) with displaced acetabular fracture treated with combined incision and plate-cable systems. The mean body mass index was 21.3 (range, 15.8-27.7). A curved reconstruction plate (synthes, (B)(6)) and screws were used after the cable reduction. There were 12 anatomical, 6 imperfect, and 5 poor reductions. Complications documented: complications documented: three lateral femoral cutaneous nerve injuries, two conversion to total hip arthroplasty due to nonunion of the femoral neck fracture, three broker stage 1 heterotrophic ossification, and one pulmonary embolism. One patient experienced osteoarthritis with poor reduction. This is report 1 of 2 for (B)(4). This report is for an unknown synthes reconstruction plate.